Manufacturer narrative:
No parts or files have been received by the manufacturer for eval. Software has not been evaluated as of the date of this report.

Event description:
A medtronic representative reported the surgeon stating that post-op imaging showed biopsy specimens taken were only on the edge of the lesion indicating the intended target was missed. The site performed a navigus biopsy for brain stem lesion using a left suboccipital approach. The predicted accuracy of 2.7cm registration was acquired with pointmerge of fiducial markers. The surgeon chose to perform more accurate registration with cranial surface merge; resulting number was 1.1mm. The surgeon touched multiple fiducial markers including left mastoidal to visually confirm accuracy; locked the mayfield head holder and re-checked accuracy by touching the multiple fiducial markers and his surgical plan entry point previously marked on the scalp. The passive biopsy needle cut window was targeted over the center of approx 1 cm lesion and specimens were acquired in numerous locations. Early specimens first came up as clear fluid. The trajectory was modified slightly and soft tissue specimens were acquired. The surgeon completed the procedure with the use of the stealthstation treon guidance system. On (B)(6) 2012, it was reported that the biopsy was non-diagnostic and the surgeon followed up with a successful open tumor resection.